Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic transurethral waterjet ablation of the prostate, the ceramic tip of the sheath broke off during the procedure, was unaccounted for, and was not retrieved, resulting in a 1.5-hour surgical delay. The missing tip measured approximately 2mm x 2mm. The missing piece was unable to be found after exploration of the bladder and the procedure was completed. It was reported that the condition of the patient was not impacted at the time of this event; however, it was stated that an additional cystoscope would be performed within 2-3 months for further exploration. It was later reported that the patient had experienced some catheter discomfort and had gone to the emergency room once since the procedure for this discomfort but was otherwise in normal health at home.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.